Event description:
Additional information was received that the device was electively explanted and replaced with a pacemaker to resolve the event.

Manufacturer narrative:
The reported event of under-sensing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated the device was within normal range of operation. Further analysis was performed, including a sensitivity test which found no anomalies contributing to the reported event of under-sensing. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that episodes of undersensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.